Manufacturer narrative:
Additional information was added to d10, h3, h4, and h6. H10: the device was received for evaluation. A visual inspection was performed, and it was noted that a loose hair approximately 0.50in in length was observed within the sealed primary packaging. The foreign matter (hair) was not in the fluid pathway. The reported condition was verified. The cause of the condition is related to the packaging/manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a hair inside the sterile packaging of a sterile repeater pump tube set. This issue was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.